Event description:
Patient was revised to address acetabular cup loosening and pain. (B)(6) 2012 - litigation papers were received. Litigation papers allege the patients immune system is damaged as a result of the release of metal ions from the implant which have entered her blood stream. The complaint has been temporarily reopened to add the femoral head. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update rec'd 5/9/2013 - ppd and medical records received. After review of the medical records the revision operative note indicated pain, metallosis, and corrosion on the stem. The stem is being added to the complaint. There was no mention of a loose cup. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.